Event description:
Patient occurred trouble with stability/dislocation of his implants on his left hip. Surgeon removed the dual mobility construct and put a constrained construct.

Manufacturer narrative:
Reported event : an event regarding dislocation (leading to revision) involving a bi-mentum pe liner 22.2/45 was reported. Conclusions : the reported device is an serf product. In the absence of technical investigation and based on the documentary review, the cause of the problem cannot be established.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occurred trouble with stability/dislocation of his implants on his left hip. Surgeon removed the dual mobility construct and put a constrained construct.